Event description:
It was reported that the insulin pump alarmed several error alarms and safety alarms. The customer's husband stated that the alarms did not occur right after a battery change, during a change of settings, nor during priming. The blood glucose reading was 107 mg/dl. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.